Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'air detection' was confirmed in the event history log (ehl) review as "reload set!" And reload set reproduced during evaluation.  Evaluation determined the causality to be an out of calibration ultrasonic sensor. The upstream sensor was replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air detection issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.